Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Five (5) devices were received for evaluation; 2 events were confirmed during testing. Two (2) devices were found to be affected by a loose magnet button. The reported event was not confirmed for 3 devices; the devices were found to be within specification for the reported event. These devices are not repairable and were not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events in which the devices caused run on. Four (4) reported events had no patient involvement; no patient impact. One (1) reported event had patient involvement; no patient impact.